Manufacturer narrative:
The reported event was confirmed during functional testing and event log review of thermogard xp ivtm system (B)(4). The root cause is due to the damaged coolant sensor block. Evaluation of the console found damage on the coolant sensor block. Review of the event log revealed the occurrence of more than usual codes found for an empty coolant. After replacement of the damaged parts, the console was functionally tested and the console worked as intended without any errors or issue, the console passed all final testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard xp ivtm system (B)(4).

Event description:
During a routine inspection, it was observed that the thermogard console (B)(4) displays a coolant low message although inspection of the console's coolant level observed that it is full. No patient involvement.